Manufacturer narrative:
Concomitant medical products: 419488 lead, implanted: (B)(6) 2006; dtba1d1 crt-d, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a care alert for superior vena cava (svc) lead impedance that was out of range. The lead remains in use. No patient complications have been reported as a result of this event.